Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The joint connecting the rear pulse wires was broken inside the dn. The root cause for the broken joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for an unrelated reason, a reportable device malfunction was found.